Event description:
Complainant alleged that while operating with a md-4 during use in a catheter laboratory, the device did not display qrs and would not discharge. The complainant indicated that there was no pt involvement in the reported failure.